Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx1154 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after passing the PICC, when removing the guide wire, it was noticed that the guide wire was changing its shape. During the retreat the guide lost its spiral shape. The PICC was withdraw for safety and performed another procedure using another product.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 0.015 in. Coiled wire stiffening stylet and one 3 fr per-q-cath were returned for evaluation. An initial visual observation showed use residue on the returned samples. The stylet was observed to be severely unraveled beginning about 34.5 cm proximal to the distal end of the coiled wire. The core wire was observed to be broken, and the break site in the core wire was measured to be approximately 52 cm distal to the stylet handle, which indicates about 15 cm of the 77 cm long stylet was missing. A microscopic observation revealed the distal end of the coiled wire was broken and the weld tip of the stylet was missing and not returned. The break sites in both the coiled wire and the core wire of the stylet were observed to be tapered with mostly flat and granular surfaces. A large longitudinal split was observed in the catheter at the distal end of the strain relief; this split appears to have been caused by the difficult stylet removal. The features observed on the break surfaces of the stylet are indicative of tensile failure most likely caused by excessive pulling force on the stylet. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ as well as ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ a lot history review (lhr) of rebx1154 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after passing the PICC, when removing the guide wire, it was noticed that the guide wire was changing its shape. During the retreat the guide lost its spiral shape. The PICC was withdraw for safety and performed another procedure using another product.